Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The pt is dually implanted and the physician moved one of the pt's pocket sites to a more comfortable location. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.